Manufacturer narrative:
Initial and final MDR device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced cannula issues of with infusion sets. The cannulas were kinked. The event occurred on 05-aug-2024. Patient noticed symptoms within three hours after insertion for all events. The insertion of site was the upper buttocks. Patient regularly rotated site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of the event. Patient took correction injection via pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.